Manufacturer narrative:
(B)(6). This report is filed may 9, 2016.

Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient sustained a head trauma resulting in a loss of osseointegration (date not reported) resulting in fixture loss.